Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
(B)(6) 2014 - hospital (B)(6), during the surgery, the surgeon asked for the screw and when the nurse opened the secondary package it was noticed that the inner package was opened. It was impossible to use these screws, since the primary packages were opened they conclude that the product were contaminated.

Manufacturer narrative:
Evaluation summary: no deviation found in manufacturing. No discrepancies found regarding risk analysis. Review of the manufacturing for lot k212439 confirmed that the cardboard boxes were sealed with a shrink wrap prior to initial distribution. The packaging was corresponding to its specifications at time of initial distribution. Investigation revealed that an already opened secondary packaging (cardboard box) containing an already opened primary packaging (blister) had been overwrapped again at the distribution site and then was distributed to the end user. The manufacturer stryker kiel has validated packaging processes and the packaging design as well. In this case the packaging design was modified unauthorized at the distribution site (removal of the original overwrap and replacement by other not validated overwrap). The nonconformance (open primary packaging inside box) was caused by unauthorized and not validated re-packaging at the distribution site. The manufacturer rejects the responsibility for not authorized re-packaging practices at the distribution site.

Event description:
(B)(6) 2014 - (B)(6), during the surgery, the surgeon asked for the screw and when the nurse opened the secondary package it was noticed that the inner package was opened. It was impossible to use these screws, since the primary packages were opened they conclude that the product were contaminated.